Event description:
The customer reported the vertical lift is not working properly. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power motor relay board. System operates as intended. (B) (4)